Event description:
It was reported that the system displayed intermittent communication failure error. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and put back into svc.